Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance and loss of capture. On (B)(6) 2026, during the procedure, fluoroscopy was performed, and the rv lead appeared normal. The physician capped and replaced the rv lead that same day. The patient condition was stable.